Event description:
It was reported far field r wave oversensing on the atrial channel resulted in mode switching. Reprogramming changes were recommended.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.